Manufacturer narrative:
The insulin pump was received with intermittent express bolus, esc, act and up arrow button response due to flattened button dome switches. No button error alarm during testing. Device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons were not responding during a bolus attempt. Then the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value was 191 mg/dl. The insulin pump would be replaced and returned for analysis.